Event description:
The pt experienced a return of symptoms/return of pain. The pump was reported to have "shut off for 4 days". The pump was refilled. It was noted that the pt had been out of oral medication for 1 week. The medication being delivered via the device system was not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.